Event description:
The customer reported that he does not believe his insulin is being delivered. The customer performed a prime test and the insulin exited. The customer requested to troubleshoot the device to ensure it alarms no delivery. Sending a clamp to the customer so, we can conduct the high pressure test. The customer stated the device alarmed no delivery before, but it has not when his blood glucose was running high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.